Event description:
Customer reported that a patient sample later confirmed to contain anti-kell did not react with vra174. Patient had a positive antibody screen when tested with vs575. Patient sample was then tested using the tango instrument/ biorad reagent cells and anti-kell was identified. Patient had no previous history of anti-kell. Qc was satisfactory.

Manufacturer narrative:
Ocd performed retained testing and a batch record review for this lot. Results were satisfactory. A review of complaints by lot was also performed. There was one other complaint for lack of reactivity, however it did not involve the kell antigens. (B)(4).